Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error or external ram crc error alarm anomalies noted. No unexpected displayable history crc check failed alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 200 mg/dl and also had multiple alarm. These significant events leading to hospitalization are chronic back pain and on medication that made her sleep a lot. The customer experienced symptoms such as abdominal pain, throwing up, dry heaving, nausea, hallucinations. The customer was treated with intravenous drip and fluids. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.